Event description:
In 2008, this patient presented for treatment of aortoiliac aneurysms, left iliac occlusion, and claudication and was treated with gore excluder aaa endoprostheses. Intra-operatively, penetrating ulcers were found within the aorta in addition to aneurysmal degeneration and an occluded left common iliac artery. These were treated with aortoiliac stent grafting and a femoral-femoral bypass. A dissection was in the right external iliac artery and treated with a protégé rx (ev3) stent and overlapped with the stent graft. No endoleak was noted. The patient tolerated the procedure. Later that day, the patient became hemodynamically unstable with an expanding abdomen. Coronary angiogram revealed severe multi-vessel coronary artery diseases and extravasation of contrast from the right external iliac artery at the area of the previously stented dissection. Another covered stent (device and manufacturer unknown) excluded this area. The patient tolerated the procedure and was taken to the ICU. The patient became hemodynamically unstable again and arrested.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted during procedure and directly related to the event.